Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/29/2024, it was reported by a facility representative via (B)(4) that (qty. 2) of an ar-8991 dx fibertak suture anchors construct was bunged and slightly tangled during insertion. Facility was not able to use and opened a new one to successfully complete the fixation with no patient harm. This was discovered during the case with no patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.